Manufacturer narrative:
Additional information for a second patient involved in the reported event is attached. Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that, when the ventilator was placed on two different patients, a loud whistling sound was heard when the patients initiated a breath. One patient was removed from the nkv-330 ventilator within approximately five minutes of initiation. The other patient was removed from the ventilator and was not placed on another device. Both incidents reported that the ventilator continued to deliver ventilation as intended during use, and no alarms were present. There was no harm or injury to either patient.